Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge and localized stress induced on posterior side which was further assessed as surgical impact (a dimensional measurement of the shell was performed which identified the thickness within specification), non penetrating nicks and stress marks assessed as non penetrating nicks and broken shell with striated edge on radius side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with sharp edge where localized stress was induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.